Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing upon removal and the tampon had to be manually removed. She experienced cramping after tampon was removed. The string was missing from all tampons in the package. She has not had any unusual symptoms and did not seek medical assistance.